Manufacturer narrative:
Medical images and photos were provided for review. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and five months post port implant via the right subclavian vein, during routine follow up, computer tomography examination allegedly demonstrated catheter break and migration of the distal catheter segment to the heart. Reportedly, the port body was removed and distal catheter segment remains in the patient. Patient status is unknown.

Event description:
It was reported that approximately one year and five months post port implant via the right subclavian vein, during routine follow up, computer tomography examination allegedly demonstrated catheter break and migration of the distal catheter segment to the heart. Reportedly, the port body was removed and distal catheter segment remains in the patient. Patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for catheter splitting and full break with separation, migration, and kinking. The sample had blood and fluid residue throughout and was a port with a 7.7 cm length of interim power tubing inlaid under the cath-lock on the port stem and the rest of the device missing. Initial examination of the proximal segment showed multiple access of the port septum, multiple definitive curves in the interim tubing and the depth markings clear with a complete circumferential end break between the 13/14 cm depth markings. Gross examination showed multiple circumferential crease marks between the 15/16 & 16/17 cm depth markings, a partially circumferential c-crack between the 14/15 cm depth markings. The circumferential break end of the tubing exhibited a flattened elliptical profile. Tactual evaluation showed necking of tubing at the creases and crack locations. The sample was patent to infusion, however, leaking was observed at the crack site. The full break and the split showed rounding/smoothness of part of the break surface on the full break, the rest being irregular, and longitudinal cracking extending from the junctures of the two regions. Smoothing similar to that found in one region of the full break was found at the split, with similar longitudinal cracking extending from at least one of the corners of the split. Some wrinkling or bunching appeared to occur immediately on either side of the split. Review of photographs returned from medicon provided support for the observations of the full breakage and the splitting, along with the rounded edges of the break and the split, and bunching/wrinkling on either side. Review of 2 x-ray images returned for evaluation found that the catheter had broken at the costoclavicular junction and migrated, overlying the heart, but appeared to show normal placement. However, the reviewer noted that the right subclavian catheter break had the appearance of having occurred due to pinch off syndrome. Please note that evaluation of the sample showed, however, that the break occurred due to flexural fatigue and not pinch-off. The breaking and splitting with partially smoothed edges are characteristic of flexural fatigue, which is due to the repetitive kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device 1562, 2988, 2889) h11: h3, h6 (device code, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.